Event description:
It was reported the right ventricular lead impedance had increased to over 1200 ohms from a stable chronic value between 500 to 600 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.